Event description:
(B)(4). When I got it put in from day one I had pain, irregular periods, bacterial infections, nausea, headaches, dizziness, anxiety and I actually had to have a partial hysterectomy. The one ovary and tube I had left still had essure which then fell out back in 2014. I'm still have ongoing issues with the symptoms above but maybe even worse now. It's causing issues in my everyday life and relationships. My procedure and essure was covered by insurance.